Event description:
It was reported that shavings were observed coming off the shaft of the monopolar curved scissors instrument during processing. No add'l info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed that the main tube has a 3 inch long section with material removed. Damaged area is located 2.5 inches above the tube extension, parallel to the tube's longitudinal axis, and has a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Add'l investigation is underway regarding the cannula accessories. A f/u MDR will be submitted if add'l info is rec'd.